Manufacturer narrative:
Concomitant medical products: product ID: 37092, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported suddenly they unable to feel the stimulation. The patient reported when they checked the implant, they had a poor communication and was unable to adjust the stimulation. It was reported the ins recharger was used and it indicated that the ins was still on and half charged. During the report, the patient used the patient programmer with the antenna and still received poor communication. The patient removed the patient programmer antenna and used the patient programmer with the antenna while placing the patient programmer over the implant was able to connect right away. The reported that the stimulation was turned up and was able to feel stimulation. The patient requested a replacement patient programmer antenna as everything is working as intended. No patient complications have been reported because of this event.